Manufacturer narrative:
(B)(4). Most likely underlying root cause of malfunction user's test strip had poor storage.investigation completed and product evaluated with no defects found.

Event description:
Consumer complaint of blood results reading "hi". Customer states that she feels well and requires no medical attention. Customer's expected blood results are 120-212mg/dl fasting. Verified the strips expire 02/28/2017. Customer confirms the strips are stored in the kitchen and were first opened (B)(6) 2015. Reviewed meter memory: 1:hi (B)(6) 2015 07:52:00 pm fasting:no. 2:hi (B)(6) 2015 07:50:00 pm fasting:no. 3:412mg/dl (B)(6) 2015 11:25:00 pm fasting:yes. 4:380mg/dl (B)(6) 2015 11:23:00 am fasting:yes. 5:326mg/dl (B)(6) 2015 02:05:00 pm fasting:yes.

Event description:
Consumer complaint of blood results reading "hi". Customer states that she feels well and requires no medical attention. Customer's expected blood results are 120-212mg/dl fasting. Verified the strips expire 02/28/2017. Customer confirms the strips are stored in the kitchen and were first opened (B)(6) 2015. Reviewed meter memory: hi (B)(6) 2015 07:52:00 pm fasting:no; hi (B)(6) 2015 07:50:00 pm fasting: no; 412 mg/dl (B)(6) 2015 11:25:00 pm fasting: yes; 380mg/dl (B)(6) 2015 11:23:00 am fasting:yes; 326mg/dl (B)(6) 2015 02:05:00 pm fasting:yes.

Manufacturer narrative:
(B)(4). Product not yet returned for evaluation.